Event description:
It was reported that lead noise on the rv lead was observed via review of merlin transmissions. Externalized conductors were also noted in x-rays. The lead was capped and replaced on (B)(6). The patient condition was stable.